Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from february 19, 2020 - february 20, 2020. H10: two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye which revealed that the bladders were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause of the condition is manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of two (2) small volume intermates ruptured during mixing. There was no patient involvement. No additional information is available.